Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.

Event description:
Medwatch 3500a form received: (B)(4). A portion of the hyperlordotic depuy cage (14x45x15) degree broke after being packed and inserted in patient. All remnants recovered. Unbroken cage left in patient at l5-s1).